Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump issued an altitude alarm, stopping insulin delivery and causing the customer's blood glucose (bg) level to be displayed as "high." Insulin was administered via a manual injection to address bg. Initial troubleshooting steps by technical support did not resolve the issue, and the altitude alarm recurred after a new cartridge was loaded. Consequently, technical support decided to replace both the pump and the cartridge. The customer reverted to an alternate method of insulin therapy to ensure continuous insulin delivery.